Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the pilot line separated from the tube during pt use. The caller could not confirm if the pilot line was cut or modified for pt use. As a result, the pt was extubated and reintubated with a replacement tube.